Manufacturer narrative:
Block h1 (no. Of events (noe) summarized): in the initial report, the xml file shows the summary report and 123 events were included. However, this was inadvertently included due to a system error in the xml file, as it was not visible in the pdf copy. This field should be left blank.

Manufacturer narrative:
This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury reported, this MDR is being reported per FDA request. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing, the device was pressurized to 8 atm and a leak was observed on the balloon. Under microscopic inspection, a longitudinal tear was confirmed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. In addition, (B)(4).

Event description:
From a retrograde femoral approach, the stellarex device was used to treat a severely calcified mid sfa. During inflation at 8 atm, the device burst. No patient injury reported.

Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).